Event description:
It was reported that following an MRI where the device was placed into MRI mode, the patient is now unable to disable MRI mode. Troubleshooting has been unable to resolve the issue. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
This device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on (B)(6) 2023. As a result of this finding, abbott is performing further investigation.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2026 wherein the ipg was replaced to address the issue.